Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the they experienced hyperglycemia. The customer blood glucose level was plus 400mg/dl. Customers other blood glucose value was 212 mg/dl. Customer was treated with manual injection. The insulin pump will not be returned for analysis.